Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a cup revision and an mdm was implanted on the (B)(6) 2020. Then on the (B)(6) the patient dislocated their hip and the adm x3 liner disassociated from the femoral head. Patient has history of reoccurring dislocations and unusual anatomy as noted by surgeon. Both x3 and femoral head component did not appear damaged. Patient also had +8mm femoral head implanted and surgeon felt skirt on this may have lead to dislocation.